Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. It was observed that one expired battery was used. After completing other unrelated repairs, proper device operation through functional and performance testing was confirmed and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report that their device was unexpectedly shutting down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.